Manufacturer narrative:
D.3. Product manufacturing site updated due to receipt of suspect device serial number g.9. Manufacturer report number corrected and reported under mfg report number 1119421-2023-01205. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating at day 1 post operative, the lens was decentered. In the surgeon's opinion, due to trailing haptic instability lead to optic decentration in the capsule. Additionally it was mentioned that the patient was happy with vision and there was no need of lens repositioning. The patient had glare and halos at night.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that a day after intraocular lens implantation, the lens was decentered. The lens was re-centered. There are two medical device reports associated with the report. This is 1 of 2.